Manufacturer narrative:
As received the device appears intact and undamaged. Functional testing of the returned device confirmed the leak when the lumen is filled with water confirming the reported event. The device leaks between the hub and strain relief when the lumen is filled with water. A review of the manufacturing device history record detects no issues related to the reported event. There are no other reported complaints for this manufacturing lot. Dissection of the hub shaft interface indicates insufficient or improperly applied adhesive was put on the shaft prior to insertion into the hub likely resulting in the leak. However, 100% testing of glued hubs for leaks should have detected the leak. Based on an investigation of the leak tester, we found that there is a set of circumstances which can result in infrequent occurrences of the leak tester not performing the test properly. Corrective action is being taken to prevent further occurrence. The investigation and modifications to the leak tester will be documented. A process review of the current adhesive application performed by the operators revealed correct placement and orientation of the adhesive being performed. However the operators are being retrained to heighten awareness based on the latest complaint. (B)(4).

Event description:
It has been reported to us that blood was leaking from the connection of the hub during the procedure (between catheter/green and hub/white).

Event description:
It has been reported to us that blood was leaking from the connection of the hub during the procedure. The guide catheter was inserted into the patient. At some point during the procedure, blood was leaked from the connection of hub (between catheter/green and hub/white). Request for additional information has been made. The actual device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Leak evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.